Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the issue was due to faulty cable. However, the specific cause of the faulty cable was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found noisy image was due to faulty cable. The camera cable was deteriorated. The abnormal image showed that the color of the image was poor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video cable of the camera head was twisted which caused image abnormality. The issue was found during preparation for use of an electrosurgery procedure. The customer was not under sedation at the time of malfunction. The procedure was completed using a similar device. There were no reports of patient harm.